Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the glenoid wearing away to notching. The humeral wasn't planed, so the surgeon decided to switch to a reverse shoulder.